Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture, high impedance and a fracture. The rv lead was attempted to be re-positioned but the patient was occluded. Both the right atrial (ra) lead and rv lead were programmed off and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.